Manufacturer narrative:
(B)(4). The results of the investigation concluded the deployment sleeve was in the rear holding position and was not inserted into the hemostasis cap; the component condition was consistent with the deployment sleeve not having been locked into the hemostasis cap. The carrier tube had been kinked and bent. The collagen was discolored with an unidentified blue substance and appeared to be tamped into the sheath hub. The medial suture segment, tamper tube, black heat shrink tube and clear heat shrink tube were not returned. The absence of bls on the deployed components was consistent with dry deployment. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The device condition was consistent with partial insertion of the carrier tube assembly into the hemostasis sheath, and partial removal of the same, with anchor capture on the distal side of the hemostasis seal. The cause of the reported event remains unknown; the overall device condition was inconsistent with the event description. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
A hematoma occurred at the femoral puncture site after leaving the procedure room, following deployment of a 8f angio-seal vip vascular closure device. It is unknown how the hematoma was resolved. It was reported that hospitalization was extended due to this event.